Manufacturer narrative:
A1-a4: patient information is unavailable. F1908: delay to the procedure of 20-30 minutes f26: no patient impact g2: this event occurred in israel, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that the doctor felt something was not right with the system. There was an indication that a calibration was needed. There was no patient harm reported. It was also noted that during the system checkout it was found that the accuracy pointer was slightly crooked. The type of surgery that was performed when the event occurred was to address scoliosis. There a delay of 20-30 minutes to the procedure. It was reported that what was not right was that the robot and navigation were not accurate. The inaccuracy was less than 3.5mm. Use of the guidance system was not aborted. It was also identified that no calibration was needed.